Manufacturer narrative:
Investigation revealed that the primary root cause of this failure mode is contributed to improper service/maintenance performed by the servicing dealer. The dealer modified the wheelchairs configuration by changing the size of the caster wheel and fork assemblies from the original 8-inch kit to a shorter 6-inch kit in (B)(6) 2016, prior to both incident's that later occurred on (B)(6). A permobil rep inspected the wheelchair in the field and found the re-installment of the fork assemblies was not adjusted appropriately and as a result, the right front caster fork assembly loosened up and fell off. The permobil rep assisted the servicing dealer with the repair and now the wheelchair is performing correctly. The dealer has been educated on proper installation procedures of the fork assembly as instructed in the m300 service manual (see supporting documents, attached to report). The family having admitted to repairing this malfunction themselves the first time without notifying permobil or the dealer of a problem. The family has now been instructed to report damages/malfunctions immediately and to stop using the product until the wheelchair can be evaluated by a certified dealer to prevent in an effort to prevent the risk of injury as stated in the m300 owner's manual (see support documents, attached to report). The DHR for this device was reviewed and the wheelchair met specification prior to distribution. Note: secondary root cause of this failure mode is contributed to non-certified repair performed by the family.

Event description:
Dealer reports that on (B)(6) 2016, the customer was entering their transport van when the front right fork assembly fell off and tipped the wheelchair forward against the drivers side seat. The customer reported seeking the aid of a chiropractor and was treated for neck sprain/whiplash and after a couple of visits felt much better. The family later stated that the fork assembly fell off prior to this event on or around 9/29/2016. The customer was at a ballgame when backing up the same component fell off and her husband and son reinstalled it themselves making adjustments to the hardware never reporting this malfunction to the dealer.